Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 365 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and a tear in the internal region of the cannula diverted fluid from the fluid path. Corrosion was seen on several internal components of the device. The download data could not be obtained because the device would not connect to the master pdm due to the corrosion. Due to the internal tear, the external region of the cannula could not be tested to confirm the reported event.